Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Failure analysis was unable to verify failed battery test alarm due to blank display. Failure analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind due to blank display. The insulin pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were pushed into the swimming pool while connected to the insulin pump. The customer reported drying the insulin pump immediately after the moisture exposure. It was found each battery failed when the customer attempted to change the battery. The customer also reported the battery compartment was falling apart. The customer's blood glucose was 15.9 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.